Event description:
The patient's mother reported,the piston rod on the patient's insulin infusion device is broken and "rattles in the pump." She stated that,she has no knowledge of the device being dropped or any other occurrence that would cause this. She stated,the patient is currently using his backup infusion device. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.